Event description:
Patient has left sided ivad. Internal "fill switch" cable stopped functioning, requiring changing the patient from a more physiologic "volume" mode to a fixed rate mode, thus increasing his risk for adverse events such as pump thrombus.